Manufacturer narrative:
No product will be returned per customer. The product was discarded and not returned for failure investigation. Although requested, patient demographics was not provided.

Event description:
It was reported that a piece of the extension set broke while it was attached to tubing for total parenteral nutrition infusion. The tubing and the tpn had to be wasted. Although requested, additional information was not provided.